Event description:
It was reported that the rate was not correct on an external pulse generator (epg). Follow up found that it was actually the rate dial that was not working. When tested, the low battery light was on and the voltage was low. The battery was replaced and the light was no longer on. The biomedical engineer was unable to duplicate the customer's complaint of the rate dial not working. It is unclear if a patient was connected to the device when the rate dial was reportedly not working. The device remains in service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).